Event description:
It was reported that an ilet user experienced episodes of hyperglycemia after lunch and dinner, with a peak of approximately 380 mg/dl, after announcing less than a full meal and consuming about 25% of usual carbohydrates; the user returned to range after each episode, uses a teflon inset (23", 6 mm), and was advised to replace at least the infusion set and check for leaks. Symptoms included feeling unwell and slight irritability. Outcomes included no hospitalization and resolution to in-range glucose following the events. Investigation included troubleshooting and user education focused on infusion set function and potential site or set integrity issues. Investigation of this case revealed that the cause of hyperglycemia was unclear, with possible contribution from infusion set or site performance, though no alarms or device malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.